Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was syncopal while playing tennis. Caller mentioned the day was hot (in the 80s) and the patient passed out. Patient device was checked and thresholds/impedances looked good. There were no atrial or ventricular high rate episodes. The device is still in use. No further patient complications have been reported as a result of this event.